Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the collette was deployed on the 8781 catheter kit and the hcp could not get the connector onto the spinal segment. Another kit was opened to get another connector to use and they were able to use that connector without issue. The patient did not suffer any adverse conditions due to the event with the connector. The product would not be returned as the hcp disposed of the catheter. Additional information received reported they did not know what caused the issue, they suspect it was already deployed in the packaged but it could have been deployed accidently as well. There was no way of knowing for sure. The pump was used to deliver baclofen/lioresal.